Event description:
After deployment of an angio-seal evolution device, the pt developed a pseudoaneurysm which required surgical repair. The pt's hospitalization was extended due to the event. The pt was listed as stable.

Manufacturer narrative:
As the product was not returned, our investigation was limited to the review of the device history record, which confirmed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angi-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angi-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.